Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the up button does not register on press. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
No display anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The insulin pump had intermittent up arrow button response due to a flattened dome switch. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and broken battery tube threads.